Manufacturer narrative:
Product ID 8709sc lot# n174809020, implanted: (B)(6) 2008. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, lot #: n174809020, ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 143.31 mcg/day), morphine (0.3 mg/ml at 0.08598 mg/day) and bupivacaine (6.0 mg/ml at 1.7197 mg/day) via an implantable infusion pump. It was reported that the patient had increased spasticity and pain. A catheter dye study was conducted on (B)(6) 2020 but the hcp was unable to aspirate the catheter or push dye through. The physician elected to increase the daily dose by 10%. A replacement of the catheter was being discussed but no date had been set yet. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.